Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon ruptured. No medical intervention was reported. It was later reported by the complainant, the catheter appeared intact and no pieces of the balloon were missing.

Event description:
It was reported that the catheter balloon ruptured. No medical intervention was reported. It was later reported by the complainant, the catheter appeared intact and no pieces of the balloon were missing.

Manufacturer narrative:
Received 1 silicone catheter with drain bag attached. The reported event was confirmed as cause unknown. Per the visual evaluation, the balloon was found to have a burst, there were no missing pieces. The dimensional evaluation of active length shows that the catheter was manufactured within the specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon ruptured. No medical intervention was reported. It was later reported by the complainant, the catheter appeared intact and no pieces of the balloon were missing.